Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose levels 400 mg/dl at the time of incident. Customer¿s current blood glucose was 345 mg/dl. Customer was treated with manual injection. The customer was assisted with troubleshooting. Drive support cap was normal. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No under delivery anomaly noted and passed the displacement accuracy test. The insulin pump was received with cracked battery tube threads, cracked lcd window, minor scratched lcd window, cracked reservoir tube lip, cracked case display window corner, stained end cap sticker, stained address, serial number label and cracked belt clip slot.